Event description:
Caller states the patient tested 4.3 inr on the coaguchek s system and 2.9 inr on a comparison lab. Coumadin was held for 2 days and then the dose was reduced based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.